Manufacturer narrative:
Reported event of gauge reading inaccurately. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a procedure on an unknown date. According to the complainant, during the procedure, a balloon was inflated using the alliance inflation syringe. However, the gauge did not register a change in pressure as the balloon inflated. Attempts to obtain additional patient and procedure information have been unsuccessful. If further information is obtained, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.